Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to unlocked lcd keypad connector. No button error alarms noted during testing. The device had cracked case on the lcd display window corners and cracks on the reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Self test was performed and passed. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.